Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating pulmonary vessel on a laparoscopic video assisted thoracoscopic lobectomy, the staples could not form well and some staples were c-shaped. Also the staple line was incomplete in the distal part. Another reload was used to complete the case. There was no patient injury.